Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings: zero unit boluses observed in bolus history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Investigators were unable to duplicate reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the bolus is stopped and reverts to 0u of 0u without pressing any buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.